Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a patient who underwent a surgical procedure and an arthrex device was implanted. Patient has suffered a severe allergic reaction and has been told the implants cannot be removed. This was discovered post operation. No further information has been provided at this time.